Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing and high voltage lead impedances, and an alert for an output issue were observed. Externalized conductors were observed via x-ray. The lead was capped and replaced on (B)(6) 2016. The patient was stable.